Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with loss of capture and loss of sensing. A revision procedure was performed where a subclavian crush was identified and verified during the procedure. The lead was explanted and replaced. No additional adverse patient effects were reported.